Event description:
Excessive excruciating pelvic pain with inflammation dizziness, loss of balance, impaired vision, nausea, rashes, swelling migraines, fevers, insomnia, night sweats, asthma symptom, joint pain, dental health decline, total body itching, persistent vaginal discharge, chronic fatigue, loss of sex drive, painful bloating suspected nickel allergy, stabbing pain where fallopian tubes are located.